Event description:
A 28 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt had a severely calcified right common iliac artery. It was reported that when the physician advanced the delivery system through the pt's right common iliac artery the delivery system snagged on calcium and kinked. The delivery system was removed, the guidewire was replaced with a stiffer guidewire and the artery was progressively dilated using dilators. It was reported that the delivery system was reinserted into the pt but was unable to be advanced due to kink. The delivery system was removed and another 28 mm diameter aneurx bifurcated stent graft was successfully deployed to treat the aneurysm. No sequelae were reported and the pt is reported to be fine.